Event description:
During an atrial fibrillation procedure, an effusion occurred with no intervention needed. Following alcoholization of the vein of marshall (3 alcohol injections of 3ml each and use of a large curve agilis), the patient experienced pain. A transthoracic echocardiogram revealed an effusion. The physician continued the ablation procedure to complete the mitral isthmus line. No treatment was administered to treat the effusion and the patient is in recovery. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.